Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date, has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The medwatch stated: two hand pieces with the same lot number failed to open after being fired during the procedure. A third hand piece with a different lot number was successfully used. The procedure was a total abdominal hysterectomy, bilateral salpingo-oophorectomy. There was no pt injury. The site has indicated they have no add'l info and the device will not be returned for eval. The other device can be referenced on (B)(4).